Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that implant was removed due to bone loss. Discovered during clinical procedure. On (B)(6) 2026 - implant #3 with vertical bone loss on the mesial to the 5th thread and vertical bone loss on the distal to the 8th thread. On (B)(6) 2026 - # 3 - the healing abutment was removed. The implant was removed using reverse torque. A full thickness papilla sparing flap was reflected. The osteotomy was debrided of all soft tissue down to healthy bone. Decorticated. The osteotomy was refined using shaping drills and osteotomes. No scout film was obtained. No surgical guide was used. A zb t3 pro tapered immediate molar 7 x 10 mm implant was placed. Torque >90 ncm. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the peri-implant defect. A cover screw was placed. A prf membrane was placed overlying the site. Soft tissues were reapproximated using 3-0 gut suture.